Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle, the sleeve malfunctioned which caused blood to leak from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo displays a non-patient needle with the sleeve unrecovered and blood in the attached holder. A total of 10 retained samples were used for functional tests, and all tubes filled as expected without any leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needle, the sleeve malfunctioned which caused blood to leak from the device. No adverse impact was reported regarding the patient or user.